Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic mitral valve, dense intrapericardial adhesions were pre sent. The right atrium was "thin and delicate". The pericardium was "adherent to the right atrium and required tedious dissection". A re-do coronary artery bypass graft (CABG) was also completed during the procedure. Approximately four hours following the procedure, the patient was successfully extubated. Approximately six hours post procedure, the patient started coughing and became suddenly hypotensive with two liters of bloody chest tube drainage. The patient was brought back to the operating room. Active bleeding was noted from the free wall of the right atrium, near the inferior vena cava. The surgeon noted that this was area of the right atrium that had been sutured, near the coronary sinus cardioplegia site. The hole was repaired successfully with sutures. No additional adverse patient effects were reported.